Event description:
Spontaneous. Patient getting no disposable damp tubing on his legacy pump. He switched to his backup pump and still received the same error. Patient looked at the tubing and he thinks there may be a kink. He tried to fix the kink, but was unable to. Instructed patient to make a new cassette. Patient was having difficulty using the spikes. Contacted nursing to assist him with making a new cassette. Per nursing, she was able to help patient with new mix and pump is running fine now. The cassette was bad. Patient is holding onto the cassette. He does not have the packaging the cassette came in, so he could not provide the lot number of the cassette. No other information known. Prescriber has not been notified. Did the reported product fault occur while in use with the pt? Yes; did the product issue cause or contribute to pt or clinical injury? No; is the actual cassette available for investigation? Yes; did we replace the cassette? No; pt had add'l; did the pt have add'l cassettes they were able to switch to? Yes; was the pt able to successfully continue their infusion? Yes; is the infusion life-sustaining? Yes; what is the outcome of the event? Pt switched to a different cassette. The pump is running fine now. Reported to (B)(6) by pt/caregiver.